Event description:
According to the reporter: during use, the device created more smoke than usual. The tissue pad detached, but did not fall into pt cavity. No tissue damage or bleeding was reported by user. The instrument was replaced and the surgery went well.

Manufacturer narrative:
(B) (4). (B) (4).